Manufacturer narrative:
Product event summary #post market vigilance (pmv) led an investigation of the reported failure of the device. The product sample or additional supporting materials from the account was not available for this incident. Without the physical product, a definitive root cause could not be identified. A review of the device history record of the stapler indicates the product was released meeting all quality release specifications at the time of manufacture. A review of the device history record of the reload could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a open wedge resection of the lung, the surgeon was not able to squeeze the handle or fire the device. Another handle was used and it would not close. With success, a third handle was used with a straight reload rather than a radial one. The two handles have been kept but the reloads were disposed of so they will not be returned only the handles. No medical or surgical intervention was required and there was no injury to the patient.